Event description:
Patient underwent carotid endarterectomy procedure with implantation of vascu-guard surgical patch in 2002. Patient re-admitted approximately 3 weeks post-op with persistent fever. Patient now being treated with antibiotics.